Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. The aortic neck at the renal arteries is 22 mm in diameter, distal diameter is 24 mm, and the length is 21 mm. There was mild iliac tortuosity bilaterally. The investigator assessed there was an adverse event (bleeding complications post operatively) that is not related to the device but, related to the study procedure. There was also a type 2 endoleak from a single collateral vessel that was left uncorrected. It was reported that the patient was taken to surgery on three days post procedure to treat the left groin which was opened and irrigated with saline and antibiotic. Small vessels under the skin were sutured to stop the oozing and dermabond placed. The event resolved on the same day. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Type ii endoleak.